Event description:
The customer reported the anestar anesthesia system displayed an error message and did not display flow values, which may have resulted in a possible loss of anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit and found a failed flow sensor. Corrections included replacement the external flow sensor and the problem resolved.